Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic excision of a lesion of the uterus, a piece of the active waveguide disengaged while the dissector was being cleaned. There was no patient injury. A new dissector was opened and used to complete the procedure.